Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in tubing/chamber in the device. The patient alleged headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging headache. There was no report of serious or permanent harm or injury.  The device was returned to the manufacturer's service center for further evaluation. The manufacturer evaluated the device externally /internally and observed dust/dirt contamination on bottom enclosure,ui panel assembly,blower upper cap,blower box,blower bellow,rear panel,o-ring and p4 power connector and liquid ingress with mineral deposits observed on the blower. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and the manufacturer observed dust/dirt contamination in the airpath likely from a source external to the device and there is no evidence of degraded sound abatement foam.